Manufacturer narrative:
Block e1 initial reporter address 1: (B)(6). Block e1 initial reporter phone:

Event description:
It was reported that during inspection, it was found that the energy was low. There was no patient or procedure involved.